Event description:
Continuous renal replacement therapy machine transported. Unable to prime the machine using filters from two different lot numbers. Machine read self test failure, "prime failure", and "oofo". Patient had to receive medical treatment for hyperkalemia and conventional acute hemodialysis.